Manufacturer narrative:
An event regarding crack/fracture of a citation stem involving an unknown metal head was reported. Conclusion: a full investigation was completed for the stem within this pi. During revision surgery, the head, which is taper locked onto the stem had to be removed as the stem was being explanted. Based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's hip was revised due to the trunnion breaking off the stem. A citation stem, v40 36 head, and 0° g liner were revised to a competitor stem and head with a stryker liner.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed through evaluation of the returned device and clinician review of the provided medical records. Method & results product evaluation and results: visual inspection was performed as part of the material analysis report (mar). This inspection indicated: stereo microscope imaging of the v40 head showed discolouration and material loss within the head taper. A material analysis has been performed. The report concluded: review of the citation tmzf ha stem, catalogue # 6265-5106, lot code 20540502, v40 head, catalogue # 6260-9-332, lot code 17794302 and poly liner was completed using visual examination, stereo microscopy examination and scanning electron microscopy examination. The citation stem was confirmed to have fractured through the neck region. In addition, damage to the stem trunnion and head taper was observed, with damage and discolouration of the poly liner also observed. The damage to the stem trunnion and head taper was consistent with wear, potentially related to the head taper and stem trunnion losing taper lock. The damage on the poly liner was consistent with contact with the citation stem. Clinician review a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms trunnion fracture, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: visual inspection was performed as part of the material analysis report (mar). This inspection indicated: stereo microscope imaging of the v40 head showed discolouration and material loss within the head taper. A material analysis has been performed. The report concluded: review of the citation tmzf ha stem, catalogue # 6265-5106, lot code 20540502, v40 head, catalogue # 6260-9-332, lot code 17794302 and poly liner was completed using visual examination, stereo microscopy examination and scanning electron microscopy examination. The citation stem was confirmed to have fractured through the neck region. In addition, damage to the stem trunnion and head taper was observed, with damage and discolouration of the poly liner also observed. The damage to the stem trunnion and head taper was consistent with wear, potentially related to the head taper and stem trunnion losing taper lock. The damage on the poly liner was consistent with contact with the citation stem. A review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms trunnion fracture, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's hip was revised due to the trunnion breaking off the stem. A citation stem, v40 36 head, and 0° g liner were revised to a competitor stem and head with a stryker liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported the patient's hip was revised due to the trunnion breaking off the stem. A citation stem, v40 36 head, and 0° g liner were revised to a competitor stem and head with a stryker liner.